Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue, though not confirmed was most likely that temporary communication failure occurred due to flooding from the cable cut part, resulting in a temporary image grainy. Regarding the flooding, there are contents of the instruction manual for the product at the time of shipment and found the following description. It is concluded that the indicated phenomenon can be prevented by these descriptions. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was a grainy image on the hd camera head. The issue occurred, during a diagnostic procedure. The procedure was complete using a different camera. There were no other devices connected to the device at the time of the event. There were no error messages, that were observed as a result of this failure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of grainy image was not confirmed. The device evaluation found a cut on cable, which had also caused a failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.